Manufacturer narrative:
Additional information was requested, however, was not made available by the clinic. Implanted device remains.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI.